Event description:
Patient reported that their meter kept giving them the not ok message when they inserted the test strip. This issue was not resolved with troubleshooting. They visited their doctor a few weeks ago since they were not feeling week. A lab test was done, but the results were not provided. They were given oral medication at the doctor's office. No further clinical information was provided.